Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an unspecified malfunction alarm occurred. Customer¿s blood glucose level (bg) was over 300 mg/dl. Reportedly, customer fell and hit their head and the customer went to the hospital and was subsequently admitted to the intensive care unit. The customer received intravenous fluids of saline and insulin. Customer reverted to an alternate method of insulin therapy. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond.